Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the lot number was not provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, "during surgery, the user had wiped their hands on the front of the gown in order to wipe off blood a number of times. As the surgery progressed the user noticed that the front of the gown was "piling" and little blue fibers were protruding from the gown. The fibers were found in a number of places in the operating room in the patient." No injuries and no patient adverse effects reported

Manufacturer narrative:
The sample was received and evaluated. The sample was received and evaluated. One used sample was received with no packaging. The front of the gown exhibits mild soiling. The front chest and abdomen area was examined. There is no objective evidence of abrasion on the chest. One small fiber roping was observed, measuring approximately 5mm in length. There was no failure detected and a root cause was not identified. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.